Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to having power and consumption increase higher than normal and with an increase in lactate dehydrogenase (ldh). Urine was stated to be bright red. It was stated that thrombus was suspected and possibly related to ingestion at initial implant. Log file review indicates an increase in power consumption above normal. On (B)(6) 2018 the pump was explanted and exchanged with new pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump, hw34011 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through log file analysis which revealed an increase in power consumption starting 06/01/2018 and 183 high watt alarms logged since 06/02/2018. Additionally, 1 low flow alarm was logged on 05/24/2018. Failure analysis of the returned pump revealed that the device passed dimensional verification. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Post-explant functional analysis revealed that the pump hw34011 deviated from pre-implant requirements, with power average consumption of 2.06 watts vs 2.03 watts. Given that this deviation in power was not present prior to release of the device, it was most likely introduced during use. Internal pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to external factors such as thrombus formation/ingestion. Possible causes of the low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, poor vad filling, inappropriate pump rotational speed. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.